Event description:
Gia 60 mm - 3.8mm stapler malfunctioned. Stapler was removed from field. Surgical team had used 2 loads, and were going to use a 3rd load and the knife came through somehow. So we discarded before we used a it and put up a new stapler to use.